Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: the lot was manufactured from december 09, 2020 - december 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three small volume infusors underinfused. The reporter stated that only about 1/3 of the planned therapy was infused after the expected 48 hour therapy time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.